Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. Upon inspection of the device, it was observed that there is foreign material protruding from and obstructing the device nozzle. The foreign material appears to be a black rubber like material, not originating from the device. Due to presence of foreign material in the nozzle, water flow and water removal was not to specification. Other observations for the device: light guide (lg) lens is chipped; lg lens glue is worn; objective (ob) lens is chipped; ob lens glue is worn; distal end rubber coating (a-rubber) glue is discolored; coloring on air/water cylinder and suction cylinder is peeling off; angulation was not to specification; and electrical safety test was not to specification. A comprehensive leakage check was completed, the device was not leaking. The user¿s complaint of blockage was confirmed. A minor repair will return the device to the OEM specification. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of blockage of channel four observed during maintenance. There is no patient involvement.upon evaluation of the returned device, it was observed that there is foreign material protruding from and obstructing the device nozzle. The foreign material appears to be a black rubber like material, not originating from the device. Due to presence of foreign material in the nozzle, water flow and water removal was not to specification. This medwatch is being submitted for the reportable issue of the presence of foreign material protruding from the device nozzle as observed during device evaluation.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Customer was trained by olympus for reprocessing practice in accordance with instructions for use. Customer will not provide more information with respect to reprocessing of the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: ¿3.8 inspection of the endoscopic system, inspection of the water feeding function¿. Olympus will continue to monitor field performance for this device.